Event description:
The pt's speech processor needed to be changed 3 times in the last 3 months due to mechanical destruction -the pt is very active. After the last exchange, the pt was no longer able to hear. Troubleshooting eliminated external device failure. Testing confirmed that the implant has malfunctioned.